Event description:
It was reported that the patient activator quit working. Every time an episode is recorded the phone lights up. It was confirmed that no programming changes have been made. A new activator will be mailed to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.